Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-existing condition; impacted colon.) Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; impacted colon.)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during the index procedure the proximal aortic neck and distal iliacs were sealed with no endoleaks. There was a type ii endoleak filling the ima. On the pre CT scan the ima measured 5mm. It was reported that prior to the index procedure the patient presented with an impacted bowel. On the day of the procedure the bowel was still impacted and there was difficulties placing a catheter. After the case the bladder was full with a catheter used. The physician believes that the patient developed sepsis and the colon became ischemic. The patient expired six days post index procedure due to ischemic transverse and descending colon. The physician stated that the bowel ischemia was not related to the stent grafts. The physician reviewed the CT scan when the patient was re-admitted to the hospital and it showed the aaa had actually already started shrinking.